Event description:
It was reported that the patient's spouse indicated that the patient was experiencing fainting and dizziness, and indicated that the patient "runs out of gas really quick". It was further reported that the left ventricular lead was "not functioning properly" and was believed to be related to the patient's symptoms. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.